Event description:
The hcp reported the pt was experiencing no pain relief. The pump was explanted and replaced after an implant duration of 10 months. It was returned to the MFR for analysis. A follow up report will be sent when add'l info is received.